Event description:
On (B)(6) 2014 the reporter contacted lifescan USA alleging inaccurate high results compared to another device. The reporter claimed obtaining blood glucose readings of 400 mg/dl with the subject meter and 190 mg/dl on another device (reliable). This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.